Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2024, the patient underwent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses and gore® excluder® aaa endoprosthesis. It was reported that the patient admitted to the emergency department and was unstable. After implanting the trunk-ipsilateral leg endoprosthesis, a type I endoleak was present. Multiple aortic extender endoprostheses were implanted to try to resolve the endoleak. The proximal type I endoleak remained and the physician chose to convert to an open repair. During the open repair the patient coded and could not be revived. The patient expired during the open repair. The physician reported that too much blood had been lost and there was a rupture at the renal arteries. It is unknown if the implant of one of the gore endoprosthesis caused the rupture at the renal arteries. The fsa was not present at the procedure. No further information is available.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.